Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was stated that the customer was hospitalized for low blood glucose levels, with a reading of 40 mg/dl. Prior to the event, the customer was experiencing high blood glucose levels. The customer would bolus, but he felt as if he wasn't getting the insulin. The customer would later experience low blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the displacement test. The mother was not comfortable with the insulin pump and asked for a replacement. Nothing further was reported.